Event description:
On the event date: successful breast biopsy performed using intact breast lesion excision system. Pt experienced a skin burn (approx quarter sixa around the incision) after intact bx. Pt had heavy bleeding upon capture, some of the blood escaped the breast incision and caused the burn. Pt requiring follow up visits. No other details provided. Two days later: pt follow-up revealed that wound was healing nicely. Pt was not experiencing any pain and ointment is being applied. She is scheduled for another follow up in 2008. Rn will call if wound area is not healing well.

Manufacturer narrative:
The user facility did not retain the biopsy wands used during this procedure therefore, they could not be evaluated by intact medical. A comprehensive review of the device history record for this lot number revealed no issues with the MFR, inspection, or testing of wands. This lot contained a total of 100 units. All have been distributed to customers; therefore, it was not possible to test a device from the same lot as the device in question.